Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient underwent coiling treatment for a small unruptured saccular aneurysm located in left anterior communicating artery aneurysm, measuring 5mmx3mm. It was reported the physician attempted three times to detach the coil with instant detacher and two times with using manual method, but coil did not detach. Removed the coil that is not detached and inserted another axium coil. There were not any patient symptoms or complications associated with this event. No patient injury was reported.

Manufacturer narrative:
There was no instant detacher, microcatheter, or accessories returned with the device. The actuator interface was securely attached to the coupler tube. No damages or irregularity was observed with the actuator interface, positive load indicator, coupler tube, break indicator, and crimps. There are no indications of any mechanical or manual detachment attempts at these locations. Bends were found along the length of the pushwire at ~42.3cm, ~65.7cm, ~108.4cm, and ~147.0cm from the proximal end. The pushwire was broken at ~ 178.3cm from the proximal end with the release wire also broken. The implant coil was found still attached to the pushwire but was stretched with the polypropylene filament broken. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. A manual detachment attempt was performed on the distal segment by removing the jacket and pulling back the release wire. The implant coil was successfully detached with no issue. The lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00268¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00465¿and found to be within specification (0.00455"+/- 0.00010"). No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to h ave non-detachment as the pushwire was returned with the implant coil still attached, however the cause cannot be determined. There was no evidence of any detachment attempts. In addition, the failure could not be replicated as the implant coil was successfully detached with no issues. There was no malfunction of the device or non-conformance to specification identified that led to the non- detachment. Based on the returned device, the pushwire was found bent along its length, indicative of either high tortuosity or damage during return shipping to medtronic for analysis. A break was found on the pushwire however the cause could not be determined. The break appeared to be a clean cut. The implant coil was found stretched, however, the cause of the damage could not be determined. Possible causes for coil damage are patient vessel tortuosity and advancing device against resistance. There was no reported damage to the device during hydration and inspection, therefore it is likely the damage occurred during return shipping to medtronic for analysis as the device was returned without its protective dispenser coil and introducer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient underwent coiling treatment for a small unruptured saccular aneurysm located in left anterior communicating artery aneurysm, measuring 5mmx3mm. It was reported the physician attempted three times to detach the coil with instant detacher and two times with using manual method, but coil did not detach. Removed the coil that is not detached and inserted another axium coil. There were not any patient symptoms or complications associated with this event. No images available for review. The patient¿s blood flow was normal. The vessel was moderately tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported. There was not any damage to the pushwire after the device was removed from the patient. Yes, a continuous flush administered during the procedure. Shuttle, navien072 105, sl 10, synchro instant detacher was discarded.